Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that multiple patients have leaking secondary incisions at the end of their laser assisted cataract procedures requiring the use of balanced salt solution to seal the wound. All patients were reported as healing well post operatively.

Manufacturer narrative:
No technical services were requested or performed on the system due to the reported event. Incisions must be opened by the surgeon prior to performing the remaining steps of the cataract procedure; after which, the incision can undergo significant manipulation during the remaining steps of the procedure and result in the need for a suture. If the placements of the incisions are not deemed appropriate, the surgeon has the option to not use the incisions made by the system and create manual incisions to complete the procedure. No system messages or other system issues reported that would clearly indicate that the laser contributed to the reported event. Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).